Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. The replaced portion of the driveline was returned for evaluation. The reported low flow alarms were confirmed during the evaluation of the submitted log file. The log file showed low speed operations while connected to the power module that suggested driveline damage, which was confirmed based on the evaluation of the returned portion of the driveline. A section of the driveline, approximately 20 inches long from the connector, was returned for evaluation. Rescue tape was present throughout the driveline. The external bend relief was disengaged from the metal connector. Minor breakdown of the metal shielding was identified throughout the returned portion of the driveline. Visual inspection identified a fracture at the metal connector on the brown wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying brown wire conductor was exposed. The identified low speed operations would have occurred as a result of the exposed conductors contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad produced low flow events and speed decelerations. The issues only appeared to be occurring while the patient was connected to the power module. An distal ends percutaneous lead (driveline) was replaced on (B)(6) 2016. No speed decelerations below the low speed limit or pumps stoppage events were observed after the repair. The patient was asymptomatic. It was reported that the patient was discharged on (B)(6) 2016 and is doing fine.